Manufacturer narrative:
Concomitant therapies: aspirin and statins for cholesterol. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm® ultra plus xc in the nasolabial folds, oral commissures, and marionette lines and 1 syringe of juvéderm volbella® xc in the upper and lower lip and marionette lines. About a week later, the patient started "feeling off" all through the day and had a ground level fall in the afternoon; patient also experienced slurred speech, facial droop, and fatigue. The patient went to an emergency room with signs of a stroke. The patient was treated with aspirin and plavix at the emergency room. The patient still has some residual effects with slurred speech and balance, and since they have had a stroke, they are at risk for another one. A brain MRI was performed, transthoracic echo, and poulter monitoring which indicated restricted diffusion ventricular ventral pawns, no acute intracranial hemorrhage, and advanced chronic microvascular ischemic disease. A CT scan and angiogram indicated no evidence of aneurysm, focal vessel occlusion, or significant stenosis of cranial arteries. There was posterior communicating artery hypoplastic or aplastic, chronic small vessel ischemic change, and no acute abnormality. The patient stopped taking aspirin prior to the filler injections. Healthcare professional stated that the patient had all the risk factors for stroke prior to the filler injections and that they can't prove that the stroke was not due to the filler, but many of the pre-existing risk factors the patient had would cause a stroke. No further information provided. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00698 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00700 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm® ultra plus xc (lot #h30la80609).